Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise resulting in oversensing noted on the right ventricular (rv) lead. A lead revision was planned to resolve the event but the patient anatomy was not optimal a new lead replacement. The lead remained implanted and the patient was in stable condition.